Event description:
Pt has suprapubic urostomy since approx. In 2005. Pt had severe bladder distension this day with complaint of pain and urge to urinate. Attempts to irrigate catheter failed. Catheter pulled and replaced. Catheter found to be fused at proximal end for about 3" in length of tube. Interior aspect of catheter walls seem adherent to one another. Color change in catheter noted. Adherent areas lighter orange than rest of catheter. Complete obstruction of catheter at proximal end.